Manufacturer narrative:
V.a.c.® granufoam¿ dressing lot number was not available and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed. Based on information provided, the foreign material alleged to be v.a.c.® granufoam¿ dressing was placed in the wound on (B)(6) 2021 and was removed from the wound on (B)(6) 2021. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The foreign material was allegedly left in the wound for over the manufacturer's recommendations. This event is being reported as a potential use error. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 07-jun-2021, the following information was reported to kci by the patient: on (B)(6) 2021, the patient presented to the wound care clinic and a foreign material alleged to be v.a.c.® granufoam¿ dressing was adhered to the wound bed. The patient is scheduled to undergo a procedure to scrape the wound. Due to a delay in setting up the first v.a.c.® dressing change, the v.a.c.® dressing was left in place from (B)(6) 2021 to (B)(6) 2021. The patient reportedly had minimal drainage. On 30-jun-2021, the following information was reported to kci by the physician's nurse: on (B)(6) 2021, the patient underwent a debridement to remove any foreign material in the wound bed. V.a.c.® therapy was discontinued at that time. No further information was noted. The v.a.c.® granufoam¿ dressing lot number was not available, and the product was not returned; therefore, a device history review and a device evaluation could not be performed.